Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-01249. It was reported the patient experienced weakness and spasming in the bilateral lower extremities following the permanent implant of the scs system. The physician ordered an MRI, which was unremarkable. The patient was sent back to post-op recovery, and later discharged to go home the same day as the implant. Additional information revealed the patient did not complain of any issues to the field representative during the postop appointment.